Manufacturer narrative:
The device is not available for analysis; therefore, no physical or visual analysis of the product could be performed. The reported device performance allegation cannot be confirmed. Based on the information available, a conclusion code of cause not established was assigned to this investigation. The device history record (DHR) confirmed that the device met all material, assembly and performance specifications. Exact date of event is unknown.

Event description:
It was reported that, the fiber is misfiring from top. Boston scientific has been unable to obtain additional information regarding the patient outcome to date, despite good faith efforts.

Manufacturer narrative:
Exact date of event is unknown.

Event description:
It was reported that, the fiber is misfiring from top. There was no further information provided.